Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (gd886036 and gd888107) with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. This issue is being investigated through CAPA.

Event description:
During a call for an unrelated issue, the patient mentioned that he had an infection. On 10/5/11 during a follow up call to the facility nurse the following was reported: the event had not been reported and the patient had recently been treated for peritonitis that had been found on (B)(6) 2011. During a second follow up call on 10/12/11, the facility nurse confirmed that the patient did experience an episode of peritonitis in (B)(6) 2011. The patient was treated with fortaz and cefazolin for two days (dose and route no known). The patient was transferred to cefazolin intraperitoneal (ip). The nurse reported the patient indicated he did not always use good aseptic technique during therapy. The patient was reeducated regarding aseptic technique. The patient has recovered from this event. The nurse indicated there was no causal relationship between the baxter solutions or devices that contributed to the event. No further information is available.